Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mm x 2.75mm target lesion was located in severely tortuous and calcified distal left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure the device was failed to cross the lesion and was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.75mm stent delivery system (sds) catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mm x 2.75mm target lesion was located in severely tortuous and calcified distal left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure the device was failed to cross the lesion and was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.